Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found the fiber optic sensor extension connector was broken. The fse replaced the whole sensor extension cable assembly and performed all diagnostic tests the iabp pass all safety and functional tests and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the fiber optic connector on the intra-aortic balloon pump (iabp) was damaged. The circumstances of the event are unknown, however, it was reported that there was no patient involved. No adverse event has been reported.